Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05936. It was reported that, during the patient's implant procedure, they did not respond well to anesthesia and experienced tachycardia. As a result, the surgery was aborted, the patient's leads were explanted, and the patient was hospitalized following the surgery to be monitored. The patient is now stable.